Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2006. It was reported that she has not recharged or utilized the device since 2007. A replacement charging system was shipped to the pt to determine if the ipg could be recharged. No further information is available. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.